Event description:
After placing a thermodilution catheter, the balloon was expanded and a rupture occurred.

Manufacturer narrative:
The actual catheter unit in the incident was returned to the manufacturer to be evaluated. The balloon was inflated and visual inspection indicates that the balloon is fully intact, indicating that the balloon did not burst. Microscopic examination of the returned catheter indicates that the unit, is pulling away ("pull" marks on the balloon) from the distal band possibly due to insertion through a tight introducer. However, no specific conclusions can be drawn.